Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable cause may be an obstruction or component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the canister full or blockage alarm with no exudate in the canister. Wound nurse provided patient extra canisters to deal with the issue; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.